Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that there was oversensing of noise along with undersensing. A revision procedure was performed where a loose connection was identified and the set screw on the pacemaker was noted to not be fully tightened. Subsequently the physician elected to explant the pacemaker and surgically abandon the right atrial (ra) and right ventricular (rv) leads. A new pacemaker system was successfully implanted and no additional adverse patient effects were reported.